Event description:
Customer reported that he experienced low blood glucose of 48 mg/dl; customer treated with sugar tubes and glucose tablets. Customer stated that he received a lost sensor alert. Customer was instructed to disconnect the transmitter from the sensor and check connections; customer stated there is no damage to the connection bridge or pins and the transmitter did not blink on and off. Customer removed the sensor and it was crimped and looked flat. Current blood glucose value is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.